Event description:
Customer states that the pump is taking longer to deliver food than what it should be. Pump sets at 150 ml/hr and it takes 2 to 3 hours for pump to delivery 150 ml.

Manufacturer narrative:
Investigation found that pump was tested for accuracy several times, using water pump delivered amount within specification (specification is +/-5%). Complaint could not be confirmed.